Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) implant site. Onset of pain began on approximately (B)(6) 2020. The ipg was subsequently replaced. No complications were noted during the replacement procedure.